Event description:
It was reported the customer was having a high blood glucose event. Customer's blood glucose was 600 mg/dl. The customer stated their insulin pump was not working as it was not alerting them of any errors with the insulin pump although their blood glucose was high. Customer had treated their blood glucose with humalog and humulin. The customer also stated they did not have any symptoms of high blood glucose. Troubleshooting found the insulin pump passed all functional testing. The customer also reported their was blood at their infusion site. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).